Manufacturer narrative:
H4: device manufacture date: lot 22b012 was manufactured from february 10, 2022, to february 11, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor ruptured and leaked outside the balloon. The issue was identified during set up/preparation, when loading the medicine. The device contained morphine and midazolam. There was no patient involvement. No additional information is available.